Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) declared an elective replacement indicator (eri) in less than 5 years. The device was explanted and a new device was implanted. The device was returned for analysis.